Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnoses: spondylolisthesis l4-l5, l5-s1. Spinal curve, lumbar spine. Scoliosis, lumbar spine. Bilateral foraminal stenosis, l4-l5, l5-s1. Central stenosis, l4-l5, l5-s1. Degenerative joint and disc disease, l4-l5, l5-s1. Gait disturbance. Lumbar myelopathy. Lumbar radiculopathy. Morbid obesity, bmi greater than 30. Neurogenic claudication. For which patient underwent: right sided transpedicular neural decompression at l4, l5, and s1. Left transforaminal posterior interbody fusion, l4-l5, l5-s1. Left durotomy repair, l4-l5, with laminectomy. Bilateral pedicle instrumentation, l4-l5, l5-s1. Intertransverse process posterolateral fusion, l4-l5, s1. Cage instrumentation, l4-l5, l5-s1. Pedicle instrumentation, l4, l5, s1 bilateral. Local harvesting of cancellous autologous bone. Use of bone morphogenic protein type ii- lumbar spine. Use of bone proformative material, lumbar spine. Intraoperative biplane fluoroscopy. Cage instrumentation, l4-l5, l5-s1. Patient had following post-op diagnoses: extra difficulty secondary to morbid obesity and mandatory to 2.5 hours additional operative time. Durotomy repair, left l4-l5 with laminectomy, plus extreme difficulty. Post-operative anesthetic encephalopathy. Per op notes, surgeon directed the operative cannula, engaging the posterior aspect transverse process of l4, l5 and s1 on the right side, decorticating the posterior transverse process and placing bone morphogenic protein and cancellous autologous bone locally harvested in this area. Decortication, onlay bone graft and bone morphogenic protein to the transverse process of l4, l5 and s1 levels on the left side was made. A 12 x 32 mm millimeter peek implant filled with the patient's own cancellous autologous locally harvested bone was placed into the intradiscal spaces at both levels after the anterior disc was filled wit h the patient's own locally harvested cancellous bone and bone morphogenic protein type 2. The patient was 5 foot tall and weighed in excess of (B)(6). The actual measurement of the depth of soft tissue from her skin to the l5 pedicle/facet surface is five inches. As a result of her profound thickness, the difficulty factor mandated more operative time in excess of two hours to perform the procedure and caused by the density and bleeding and arduous nature of the procedure due to the body mass. Patient tolerated the procedure well with no complications reported.

Event description:
It has been reported that the patient underwent spinal fusion in lower back and neck, on some unknown date. Reportedly, there was uncontrolled bone growth in the patient pinching the nerves, post-operatively. Bone was pushing on esophagus, larynx, and voice box. The patient's breathing, swallowing and speaking have been reported to be effected due to this event. The patient fears that the bone in lower back would lead to loss of all control down the waist. The patient has reported tremendous pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an c5-c6 and c7-t1 repair of failed fusion using rhbmp-2/acs. On (B)(6) 2011, the patient underwent an l4-l5, l5-s1 left tlif spinal fusion using rhbmp-2/acs. Ultimately, imaging studies showed that patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. The patient now suffers from severe injuries including chronic pain and radiculitis.